Event description:
A customer reported to beckman coulter inc. (Bci) that datalink2000 data manager (dl2000) incorrectly reported valproic acid (vpa) results to the lab info system (lis). Several samples were tested for vpa and one pt questioned the results. Upon data review, it was discovered that incorrect results were reported for 4 samples: actual vpa results at instrument were: 87.5ug/ml, 87.1ug/ml, 68.0ug/ml, and 23ug/ml for samples 1-4 respectively all 4 results were reported by the dl2000 as "<10ug/ml". It is unknown if treatment was initiated or withheld as a result of this event.

Manufacturer narrative:
In 2008, the dl2000 was upgraded to version 6.5 from version 6.4. A rule for low levels of vpa had been configured on the dl2000, but it was not re-validated after the software upgrade. Per customer, the rule had been configured prior to the upgrade, but there had been no instances of vpa results being improperly changed to "<10ug/ml" with version 6.4. Upon checking all vpa results reported from 04/01/08 to present, only samples reported since the software upgrade on original date, were incorrect. Eval of the rule shows syntax errors in the rule, combined with version 6.5 software. Bci did configure the rule on an in-house dl2000, and confirmed that the rule only change results with version 6.5. The errors in this rule were corrected and the issue has been forwarded to the software vendor for further investigation. A false negative result in a recurrent situation could place a patient(s) at risk with values round the toxic level threshold not properly reported. The root cause appears to be a rule with syntax errors, combined with version 6.5 software. A malfunction will be assumed for the purpose of this report.